Manufacturer narrative:
Note: evaluation performed on retain sample. Description of complaint: leaked after intubation. Batch paperwork: batch and complaint records indicated no such problems with this order retain sample: a retain sample using this particular cuff was inflated and immersed in alcohol and water- no leakage was detected. Cause: since no sample was returned a comprehensive evaluation cannot take place into the cause of the complaint. Summary of analysis: quality: the complaint unit did not cause injury to the pt. Non confirmed: the reported problem was not detected as no sample was returned. Non - justified: the reported problem was not detected. Corrective action / comment: all co's cuffed catheters undergo a four hour inflate/deflate test prior to packing and it is at this point that any defects are removed from the order. Operators are aware of the delicate nature of the cuffs and handle the product with great care throughout the production process.

Event description:
Facility stated that cuffs were pretested, but leaked after intubation.